Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is alarming no disposable. Instructed caller to press start/stop button to silence alarm, reviewed settings and powered pump off. Closed clamp and removed cassette. Instructed patient to gently tap cassette to disperse air bubbles in the line. Replaced cassette and powered pump on. Attempted to restart pump but alarm persists. Instructed caller to power pump off, clamp remains closed on tubing, and cassette removed. Instructed caller to gently tap cassette to disperse air bubbles in the line. Replaced cassette and opened clamp on tubing. Pump powered on and pump continues to alarm. Pump powered off. Caller verbalized understanding and no further needs at this time. No patient harm. No adverse patient effects were reported by the customer. No additional information available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.